Event description:
A resolution clip device was used in an esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, during the procedure, the clip did not detach from the catheter. The procedure was completed with a competitor's hemostasis clip. No patient complications were reported as a result of this issue and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
The lot number was not provided by the user facility; therefore, the device manufacturer date is unknown. The suspect device has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported malfunction is unknown. The april 2008, 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.